Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. Double counting of some waveforms observed on stored egm episode 2; however, shock delivered appears to be appropriate. Concomitant products: 4537 boston scientific lead, implanted: (B)(6) 2004, 4469 boston scientific lead, implanted: (B)(6) 2004, 0125 boston scientific lead, implanted: (B)(6) 1998.

Event description:
It was reported that the right ventricular (rv) lead was observed with oversensing. It was undetermined what was causing the short interval sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.